Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was broken, and all cubies showed device not detected on bus. The machine was power cycled and rebooted twice. Nurses were unable to access medications during the med pass. The drawer felt stiff and difficult to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.